Event description:
The customer returned the pluger holder/track ii from a syringe infusion pump for repair. During in-house testing, the plunger holder/track ii failed to alert load syringe plunger while on a test fixture. No patient injury or treatment is associated with this event.